Manufacturer narrative:
Additional information was received confirming this patient was implanted with a competitive replacement device. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection. The device is still being utilized and is providing external pacing for this patient until the infection has been eliminated. The patient is currently taking antibiotics. No adverse patient effects were reported.

Manufacturer narrative:
The device is still in use for this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.